Event description:
It was reported that oversensing in the ventricular channel was observed. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between april 30, 2025 and may 31, 2025 recorded the stable pacing impedance around 750 ohms and a slight decrease to 500 ohms since may 22. The shock impedance showed stable values around 100 ohms. Furthermore the short interval counter increased from 0 to 25 on may 18, to 240 on may 19 and again an increase to 150 on may 26. The analysis of the provided iegm episodes from may 2025 revealed artifacts on the rv channel, which led to oversensing. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.